Event description:
Client called to report that the battery charger caught on fire. Client stated that they heard a loud pop which led them to the burning battery charger. The incident occured at approximately 3:00 am. Client reported that they have been having trouble with the power and has had to replace other electrical devices in the home like the answering machine. The fire was contained to charger with flames reported at 12" high. Fire was extinguished and smoked cleared. No one was injured during the incident.